Event description:
It was reported the pt felt numbness in the right arm when he swallows or eats. It was reported the issue was present whether the stimulation was on or off. Follow up identified the physician advised the pt should come into the office if the issue persisted. At the time, there had been no action taken.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.